Event description:
"Opticlik" insulin delivery device malfunctions on a regular basis. Insulin delivery at time of failure is questionable. Sanofi aventis (manufacturer) has been notified of the problem but has taken no action to replace or research the problem.